Manufacturer narrative:
During trouble shooting, olympus technical assistance center (tac) support instructed the user to route the sdi video cable from sdi out on rear of the processor to sdi in on the monitor. Once the monitor input to sdi, the scope image appeared, and the image issue was resolved. The subject device is not expected to be returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer contacted the olympus technical assistance center (tac) with a report that there was no image present on the, and no color bars were present when the scope was removed. There was no patient or user harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.